Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented remotely via merlin.net transmission, backup vvi mode issue was observed on the device. Programming change was made when the patient presented in the clinic. The patient did not experience any adverse events. The patient will continue to be monitored.